Manufacturer narrative:
The sample was received on (B)(6) 2016 and it was confirmed that the product was broke between the two materials. The DHR was reviewed and it was reported that this lot had (B)(4) pieces and was manufactured on 06/03/2015. No defects related to the non conformance were reported during he process, packaging, or final inspection. Based on the investigation conducted, no root cause was found during this investigation effort. As this defect was not observed in the past and only 1 incident was reported, this event is considered an isolated incident.

Event description:
During surgery the two different materials of the probe cover comes apart. This means that they suddenly have a non sterile probe in the surgical field.